Manufacturer narrative:
Concomitant medical products: product ID: 3889-28 ,lot# va1n8lh, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 12-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the lead stem separated. The doctor found it when she went in for a checkup about a month ago. The patient guessed it was just a bad lead. The patient had the device replaced yesterday. No further patient complications are anticipated or expected as a result of this event.